Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2022. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Product code:42.231.246s. Lot number:78p7662. Manufacturing site: (B)(4). Release to warehouse date: 01 feb 2021. Expiration date: 01 jan 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported that on an unknown date, shortly after the intervention there was loss of fracture reduction, dehiscence of the surgical wound, fraying of one screw and partial loosening of two other screws. There were signs of local septic flogose. This report involves one (1) va lockscr ø5 optilink techn self-tap l4. This is report 4 of 10 for pc-(B)(4). This product complaint, pc-(B)(4), is related to pc-(B)(4).